Event description:
Limited information available customer complaint: "I got a burn the size of a dollar size of a dollar on the side of my breast... In what I assume must have been a surge or malfunction within the pad, I felt like I was electrocuted and ended up with a huge painful blister that will require a trip to the doctor to treat."

Event description:
Customer complaint - limited data available: I got a burn the size of a dollar size of a dollar on the side of my breast. In what I assume must have been a surge or malfunction within the pad, I felt like I was electrocuted and ended up with a huge painful blister that will require a trip to the doctor to treat.